Event description:
Information was received from the healthcare professional via a manufacturer representative regarding a device used for primary oste oporosis for compression fracture. It was reported that after the ibt and syringe were connected and contrast media was aspirated, air purging was performed within the ibt; however, the displayed pressure did not change from 10 psi. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received as there was no malfunction with the syringe and balloon kyphoplasty(bkp) was the therapy involved during the event.

Manufacturer narrative:
E1: first name and last name of initial reporter is unknown. G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.